Event description:
During a laparoscopic assisted vaginal hystrectomy, the white seal/seat at the 45 degree flapper valve fell into the pt's pelvis. The seal was removed. There was no consequence to the pt. 1/2/97 the valve seat was found in the vaginal canal. No add'l instruments were needed to complete the case. Clinical follow up: 1/27/97 1615 message and 800 number left for the surgeon to call back. 1/28/97 1350 nncl sent.